Event description:
Pt paged pharmacist reporting a blue color was observed in IV tubing (ext set 45" mm anti-siphon). Pharmacist called rn on call, rn to visit pt and assess situation. Rn, once at pt's house, tried to assess whether blue color on outside or inside tubing without success. Rn changed extension set tubing and resumed adrucil infusion without problem. Extension tubing brought back to pharmacy.